Event description:
Company was notified through workers compensation claim that a nurse slipped and fell on a wet operating room floor and injured her knee. Allegedly the disposable suction/irrigation probe leaked liquid onto the floor.